Event description:
Healthcare professional (hcp) reports a fiber leak noted by blood in the dialysate compartment during pt treatment. The reported incident occurred after the dialyzer was reused 7 times. Hcp reports no pt injury or need for medical intervention.